Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The device received a visual inspection and functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported there was a gap in the connection between the line of the cassette and the transfer set. The nurse stated the patient had difficulty covering the connection when using the connector shield. This occurred during an unspecified step in peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report two of two.